Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Hospital received box of cement that appeared to be ok but had strong smell coming from it. Outside was not damaged. They are assuming vial broke. Cement disposed of and new cement shipped.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: the product, or photographs of the product, were not provided for evaluation. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: it was reported that the customer noted an odor coming from the pack of bone cement upon receipt at the hospital. The odor indicates that the monomer leakage from the ampoule was recent, as monomer evaporates into the atmosphere over time. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
Hospital received box of cement that appeared to be ok but had strong smell coming from it. Outside was not damaged. They are assuming vial broke. Cement disposed of and new cement shipped.